Event description:
The customer's meter does not read correctly and the numbers look wrong. During the troubleshooting process it was determined that some numbers had missing segments. A request was made to have the meter returned for evaluation. In the meantime, a replacement unit has been provided. The customer has been invited to contact the 24/7 customer service line should any problems or questions arise.